Event description:
It was reported that the gauge reads inaccurately. An encore 26 inflation device was selected for use. During the procedure, it was noted that the gauge needle did not display the appropriate pressure and it was unable to increase. The procedure was completed with another of the same device. There were no patient complications reported.